Event description:
The subsidiary service technician reported that during preventative maintenance (pm) of the device, the battery fails to power up. When using only the battery, the unit will start thirty seconds after auto-off system. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Investigation is in process, but not yet completed.